Event description:
It was reported that the pt arrived to our facility on (B)(6) 2015 with 2 days of chest pain,and EKG with st elevation. Taken emergently to the cath lab where films reveal 95% stenosis of mid lad with thrombus. A thrombectomy performed, pre dilation with 3.0x20trek rx, and a 3.0x23 multi-link vision rx stent deployed with good results. The ostium of the 2nd diagonal noted to have 80% stenosis, and dilated with 2.0x8 mini trek rx. Good results in both vessels. Medications included asa, angiomax, and plavix bare metal stent was chosen due to pt's recent diagnosis of rectal cancer and need for resection in the future. Discharged on medications including asa and plavix. On (B)(6) 2015, pt arrives to pre-op area for planned colon resection, having chest pain and sob which he attributes to walk in from parking lot. He stopped plavix on in preparation for surgery. An EKG reveals st elevation, and pt is taken emergently to the cath lab. Films reveal visible thrombus in the mid lad in previously placed stent to occlusion of 70%, with evidence of distal embolization. Thrombectomy performed and pre dilation with 3.0x20 trek rx. A 3.0x8 multi-link vision rx is placed just proximal to and abutting previously placed stent. Less than 10% residual stenosis with minimal thrombus, and timi iii flow. Medications including asa, angiomax, and plavix. Pt did well, and was discharged on asa and plavix with instructions to continue, and careful planning for stopping plavix for future surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of myocardial infarction and thrombosis, as listed in the multi-link vision coronary stent system, instructions for use, are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Attachment: maude report #: mw5043052.